Event description:
The liner would not set in the cup during surgery. The doctor then cleaned out extra tissue and bone to assure it was not his fault; and made multiple additional attempts. The surgery was extended 45 minutes due to the difficulty. Another implant was selected and seated without problems.